Manufacturer narrative:
The explanted ipg was discarded by the facility and will not be returned for eval. The ipg was working properly and further device eval is not necessary. This is the final report.

Event description:
A report was received that during a lead revision procedure, the physician relocated the pt's pocket site from the buttock area to the abdomen. The pt had lost about 20 lbs and the pt began to feel pain from sitting against the ipg. The physician also chose to replace the pt's ipg, as the pt wanted the newest version of the ipg and remote control. The ipg had been functioning properly. The pt was reportedly doing well following the procedure.